Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check belt messages. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) have been completed. The reported problem (check belt messages) has been confirmed. The electrode belt failed an ECG fall-off test. The cause for the test failure and check belt messages was isolated to a defective u700 processor on the distribution node pca. Pins 1, 8, and 15 were out of tolerance. The root cause for the defective u700 processor could not be positively identified. The monitor could not read an ecf waveform. The cause fo the inability to read the ECG waveform is the loss of the -5vbn output voltage. The cause of the loss of the -5vbn output voltage was improper output form u612, and inverting charge pump. The root cause for the improper output at u612 cannot be positively identified. No adverse event resulted form the defective electrode belt or the defective u612 component. The patient received a replacement electrode belt and a replacement monitor. Device manufacture date: electrode belt sn (B)(4): 01/2011. Monitor sn (B)(4): 12/2013.